Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not wear a mask. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient received treatment with injection of meropenem and injection of vancomycin (1 gram frequency, route and duration not reported) and an intraperitoneal injection of heparin 1000 international units in 2 liters of pd solution (duration not reported) for the event. The action taken with dianeal therapy was not reported. At the time of this report the patient outcome was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.